Manufacturer narrative:
Patient revised approximately 1 month after primary surgery for a dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Patient was revised approximately 1 month after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Patient dislocated for unknown reasons. 36 mm centered glenosphere and 36 mm + 6 standard humeral cup explanted. These parts were replaced with identical parts.